Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was given 2 drops of tetracaine (numbing eye drops) in the right eye at the beginning of treatment on the eye. The clinician also lubricated the eye and inserted a small size eye shield using a sterile suction cup. Treatment was initiated and completed without complication. However, after the eye shield was removed at the end of the treatment the patient reportedly complained of blurry vision and started rubbing the eye. Then the patient also complained about pain and not being able to see out of the right eye. The patient reportedly went to a nearby urgent care facility where a diagnosis of corneal abrasion in the visual axis was given. Patient was prescribed antibiotic eye drops and pain medication. Reportedly two weeks after the event the patient is stable, corneal abrasion has healed, and patient¿s vision returned to normal.

Manufacturer narrative:
No nonconformities or anomalies were found during the device history record (DHR) evaluation. Based on the available information, a root cause for the reported event could not be determined. Both the thermage user manual and procedure guidelines thoroughly instruct the user to insert plastic ocular shields into the eyes, per the manufacturer's instructions for use. The user should also follow standard precautions for the placement and use of plastic ocular shields.